Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device was showing a service indication. Physio-control evaluated the device and found that it was unable to charge defibrillation energy. There was no pt use to with the event.